Event description:
It was reported that during the implant procedure the right ventricular lead dislodged after it reached the target location. Physician tried to re-implant the lead but it dislodged repeatedly. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.